Manufacturer narrative:
It was reported on (B)(6) 2025 that the patient experienced skin irritation while wearing the universal electrode patch. The patient's skin irritation consisted of a large number of small blisters, a red rash, and extremely itchy skin. The patient did seek medical treatment to address the skin irritation and was prescribed a no sting barrier film. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and is disposed after use; therefore, it is not likely to be returned. The patient has a severe allergy to adhesives. Any skin irritation is probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attribute to electrode skin irritation and associated symptoms. The product labeling advised the patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on (B)(6) 2025 that the patient experienced skin irritation while wearing the universal electrode patch. The patient's skin irritation consisted of a large number of small blisters, a red rash, and extremely itchy skin. The patient has a severe allergy to adhesives. The patient spoke with her doctor after the initial allergic reaction that occurred rapidly. The doctor prescribed medicaton to use but the prescription worsened the skin irritation. The medication prescribed was cavilon, a no sting barrier film. She used the medication as prescribed but the prescription made the irritation worse as it caused her skin to peel off with the patch. The patient's doctor's office did not follow skin preparation procedures as they used an alcohol preparation pad on her skin but she followed the proper skin preparation procedures. The patient took a break in service from using the patch.